Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with chest pains. System evaluation identified no capture at maximum device outputs. A review of the stored data identified unsuccessful right ventricular automatic capture (rvac) results and a slight decrease in impedance measurements from 800 ohms to 600 ohms. A revision procedure was performed as the lead was found to have micro dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.